Manufacturer narrative:
Device was received with a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. Customer reported that they received open book error on the insulin pump screen. Customer reported that the insulin pump was damaged to the bottom right corner of the battery compartment. Customer reported insulin pump could not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.